Manufacturer narrative:
(B)(4). Investigation summary: one photo was provided for evaluation. It shows the bottom part of a syringe barrel. At the barrel luer, there is a black speck. It is an embedded burnt plastic. Investigation conclusion: this is the 2nd complaint for lot # 9207581 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. During the accountability meeting, the production coordinator addressed the complaints. This lot was produced for 0.25344 mm units with two complaints; it has a cpm of 7.8. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Root cause description: a potential root cause can be attributed during the syringe molding process. Embedded black specks in the barrel wall can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Inspections at the molding and assembly processes have special attention to these defects. Rationale: CAPA not required at this time.

Event description:
It was reported that 2 bd syringes with the luer-lok¿ tip had black marks on them that were observed during use. The following information was provided by the initial reporter: "black mark observed on syringe. Rejected for use"